Event description:
It was reported that on (B)(6) 2023, a 31mm amplatzer amulet left atrial appendage occluder was selected for implant. The sizing of the defect was done by trans-esophageal echocardiogram (toe ) and simulation by feops (computer tomography) with a landing zone of 25mm. Device was successfully implanted in a patient. After 1 hour, the 31mm amulet embolized. The device traveled to the left ventricle, and the patient required an emergent removal of the device. Patient also had symptoms of extra systole premature ventricular contractions (pvcs). The device was surgically removed and a clipping of the left atrial appendage (laa) was done. The patient status was reported as stable.

Manufacturer narrative:
An event of device embolization and patient having symptoms of extra systole pvc was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.